Event description:
The customer reported that the touchscreen calibration will not hold. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 21sep2018. MFR report #(2031642-2018-01184) is a duplicate of an event previously reported under MFR report #(2031642-2018-01135). Any additional information will be submitted under the initially reported MFR#(2031642-2018-01135).